Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA # den170015. Investigation evaluation: the device was returned without the two (2) provided catheters. The on/off switch is in the on position, and the red activation knob is fully engaged in the handle for full activation of the carbon dioxide cartridge. Powder residue was found all over the device (on the on/off switch, the body, and the button), and inside of the plastic bag the device was returned in. Our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, the device did not spray powder and no air could be heard escaping the valve. However, all the components were not included in the return (no catheters was returned), therefore a complete evaluation was not possible. The red activation knob was removed to examine the carbon dioxide cartridge. No carbon dioxide remained in the cartridge. The cap on the carbon dioxide cartridge shows full puncture. Using a specified tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o ring and lance inside the handle was performed. When retested with a new carbon dioxide cartridge, short puffs of air could be heard but the device did not spray powder. The device was disassembled and an internal clog was observed. The tube between the regulator and powder chamber had powder inside. The tubes were disconnected and the powder was removed. No clumps were observed in the powder. A visual of the hole in the bottom of the powder chamber confirmed it to be open and clear. During the evaluation, the lance was loose inside the regulator when rotated and when pressed. It later fell out of the regulator during cleaning. At this point, these components from within the regulator fell out on the table. There was no pop sound; the components were loose inside the regulator. We were unable to determine why this occurred. It is likely this occurrence caused or contributed to the difficulty experienced by the user. The regulator and all components are being sent to the supplier for evaluation. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The physician stated that one (1) hemospray device was opened and prepared to be used, but it was not able to spray the powder. The physician stated that the carbon dioxide cartridge was not working. The user attempted to activate the carbon dioxide cartridge by turning red activation knob until it stopped, then attached the 7 french size catheter and tested the device before inserting it into the endoscope. The device was not working, so they checked the red knob again, but it was already against the handle in load position. They tried [to activate] the handle without the catheter with the same result. They observed that no noise or movement of powder was following the push of the red bottom [unable to spray]. They used another package of hemospray and it worked properly. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding common device name: suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Event and problem and evaluation codes: conclusion code- 4315 cause not established. Investigation evaluation: the device was returned without the two (2) provided catheters. The on/off switch is in the on position, and the red activation knob is fully engaged in the handle for full activation of the carbon dioxide cartridge. Powder residue was found all over the device (on the on/off switch, the body, and the button), and inside of the plastic bag the device was returned in. Our laboratory evaluation of the product said to be involved confirmed the report. When tested as returned, the device did not spray powder and no air could be heard escaping the valve. However, all the components were not included in the return (no catheters was returned), therefore a complete evaluation was not possible. The red activation knob was removed to examine the carbon dioxide cartridge. No carbon dioxide remained in the cartridge. The cap on the carbon dioxide cartridge shows full puncture. Using a specified tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o ring and lance inside the handle was performed. When retested with a new carbon dioxide cartridge, short puffs of air could be heard but the device did not spray powder. The device was disassembled and an internal clog was observed. The tube between the regulator and powder chamber had powder inside. The tubes were disconnected and the powder was removed. No clumps were observed in the powder. A visual of the hole in the bottom of the powder chamber confirmed it to be open and clear. During the evaluation, the lance was loose inside the regulator when rotated and when pressed. It later fell out of the regulator during cleaning. At this point, these components from within the regulator fell out on the table. There was no pop sound; the components were loose inside the regulator. We were unable to determine why this occurred. It is likely this occurrence caused or contributed to the difficulty experienced by the user. The regulator and all components are being sent to the supplier for evaluation. The regulator was returned to the supplier for evaluation. The supplier indicated there is evidence indicating the lance was properly pressed into position properly during manufacturing, therefore this is not a production issue. No out of specification parts or visible failures were found. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use include the following information to assist in proper use of the device: "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." "To allow powder deployment, turn red valve to open position. Note: the device is now active and ready for use. Do not press trigger button until powder deployment is desired." "To deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. The physician stated that one (1) hemospray device was opened and prepared to be used, but it was not able to spray the powder. The physician stated that the carbon dioxide cartridge was not working. The user attempted to activate the carbon dioxide cartridge by turning red activation knob until it stopped, then attached the 7 french size catheter and tested the device before inserting it into the endoscope. The device was not working, so they checked the red knob again, but it was already against the handle in load position. They tried [to activate] the handle without the catheter with the same result. They observed that no noise or movement of powder was following the push of the red bottom [unable to spray]. They used another package of hemospray and it worked properly. This occurred prior to patient contact; there was no impact to the patient.